Event description:
It was reported that the patient had a ventricular fibrillation (vf) episode that was undersensed by the implantable cardioverter defibrillator (ICD). Programming changes were made. The patient was discharged.